Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the foot control and magnet contacts were not working properly. Medtronic received information that the electromagnetic interface box was damaged resulting in a faulty connection with the foot switch and associated instruments.